Event description:
Health care professional reported on medwatch mw5165989. Bd safetyglide insulin syringe- safety mechanism failed after administering insulin to patient, team member stuck with dirty syringe. This is the second syringe that this happened with. The first one occurred with med prep and no stick occurred. Lot # 4066053j, catalog# unknown safety syringe insulin. Date of event 28-jan-2025, date of (B)(6) report 05-feb-2025, date embecta received 28-feb-2025, sample status discard. Embecta product complaints received this report 28-feb-2025. The diabetes box received this report on 13-mar-2025. Email below - hi team, please look into this, regards, customer support. From: productcomplaints <productcomplaints@bd.com>, sent: friday, february 28, 2025 11:25 am, to: productcomplaints <productcomplaints@embecta.com>, subject: fw: MDR report: <mw5165989>. Sent: thursday, february 27, 2025 8:24 am to: productcomplaints <productcomplaints@bd.com>, complaint management, productcomplaints@bd.com<mailto:productcomplaints@bd.com> bd restricted. From: bd.com>, sent: thursday, february 27, 2025, 8:24 am. To: productcomplaints <productcomplaints@bd.com>, subject: fw: MDR report: <mw5165989>. From: FDA originated letters <FDA-originated-letters@FDA.hhs.gov<mailto:FDA-originated-letters@FDA.hhs.gov>>. Sent: thursday, february 27, 2025, 8:54 am. To: bd.com<mailto:(B)(6)>>, subject: MDR report: <mw5165989>. FDA-wide communication [title: logo - description: FDA: u.s. Food & drug administration. The u.s. Food and drug administration (FDA) received a medical device report concerning your product. Please find the attached letter and accompanying medical device report for your awareness. Medical device reporting team /division of surveillance / office of regulatory programs mdrteamhelpdesk@FDA.hhs.gov<mailto:mdrteamhelpdesk@FDA.hhs.gov>. Do not respond to this email, it is a send-only account.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.